Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ring on the reservoir of the insulin pump was broken. The customer¿s blood glucose level was unknown. The customer was assisted with the troubleshooting. The reservoir compartment was unable to lock in place. The insulin pump will be returned for analysis.